Event description:
It was reported a patient enrolled in a clinical study underwent total hip arthroplasty on an unknown date. Patient underwent a revision procedure on (B)(6) 2006 due to infection. Subsequently, patient was revised on (B)(6) 2009 due to infection. It was further reported the patient was revised on (B)(6) 2012 due to a periprosthetic femur fracture and infection. The modular head, acetabular component and polyethylene liner were removed and replaced. Patient underwent another revision procedure on (B)(6) 2012 due to infection. All components were removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. The following sections could not be completed as limited information was available: product identification & expiry date; implant date; manufacture date. This report is number 15 of 15 mdrs filed for the same patient (reference 1825034-2013-04866/04878 & 03017 / 03018).